Event description:
It was reported that during device evaluation, the plastic distal end cover(c-cover) of the bronchovideoscope had a burn. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection, and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.